Event description:
It was reported that a patient underwent an inflatable penile prosthesis (ipp) revision surgery due to device performance issues. During the procedure, it was noted that the pump tubing was kinked; therefore, it was removed and replaced. No additional patient complications were reported.